Event description:
Report received from (B)(6) stating that during service of the device, it had a hole in the hose. It is unknown if the device was used in surgery. It is unknown if injuries or medical intervention were reported. The date of the event is unknown. There was no additional info is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).